Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg site regardless if stimulation was on or off. The pain was described as a 10 and lidocaine ointment did not relieve the pain. The patient underwent surgical intervention to reposition the ipg which resolved the issue.